Event description:
It was reported that a thrombus occurred. On (B)(6) 2022, a left atrial appendage (laa) closure procedure was successfully performed using a 20mm watchman flx laa closure device with delivery system (wds). During a routine follow up examination on (B)(6) 2022, transesophageal echocardiogram (tee) revealed a large, non mobile thrombus on the closure device slightly biased towards the limbus. The post procedural medication regime was changed from dabigatran to coumadin in response to the presence of the thrombus. No patient complications were reported.